Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device would not power on. It was noted that the unit would display a red x in the rfu indicator coincident with an audible chirp at the time of the alleged failure. There was no reported patient involvement.